Event description:
It was reported that a minicap was missing its sponge. There was no damage to the minicap or packaging observed. The minicap had been stored at room temperature. The issue was found before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from 07/25/2014 to 08/01/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.